Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the right ventricular (rv) lead was placed into the ventricle, "a compaction" or "compression" occurred and "measuring could not be taken". Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a tear. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.